Manufacturer narrative:
Product analysis : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies identified.

Event description:
It was reported that there was a rise in impedance and thresholds on the right ventricular (rv) lead. The values were at high levels. The pocket was opened and revealed that there was a loose setscrew on the implantable cardioverter defibrillator (ICD). The setscrew was corrected and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.